Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide catheter: heartrail 6f jl4. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the mildly tortuous, moderately calcified, 90% stenosed proximal left anterior descending (lad) coronary artery. A 3.50 x 15 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was advanced without resistance to the lesion and upon the first inflation to 8 atmospheres the balloon ruptured. The bdc was removed from the anatomy with no resistance felt and was replaced with a non-abbott bdc. The procedure was completed with the successful deployment of a non-abbott stent implant. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.